Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) level of 48 mg/dl. Emergency medical services (ems) administered glucose to raise the user's bg levels, but hospitalization was not required. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.